Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while connecting a dexcom g7, with the sensor in warmup and a lowest reported glucose of 63 mg/dl; the cause of the glycemic excursion was unclear, and the user managed the event with oral carbohydrate intake. Symptoms included signs consistent with hypoglycemia, though no loss of consciousness or medical intervention occurred. Outcomes included transient impact to daily activities due to time spent outside target range. Investigation included troubleshooting and education with the user. Investigation of this case revealed no alerts or alarms reported and no definitive device malfunction identified. It was concluded that the event was a hypoglycemic episode with unclear cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.